Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that beginning about 3 weeks after a revision surgery on (B)(6) 2017, their implant was pushing against the surface and causing pain at the implant site. They consulted with an orthopedic surgeon about this but the doctor told them to give it 6 months and told them that it would probably go back into place. The patient noted that the doctor is familiar with the procedure and doing this type of surgery. The patient also saw a different doctor the week before last who told them the same thing but that doctor is retired. It was recommended that the patient consult with a doctor who is familiar with the system so they were sent a physician listings. No further complications were reported/are anticipated.